Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.